Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back reporting they are having a hard time charging. During the call patient reported seeing the recharger open loop numbers screen with numbers around 4-5. Agent reviewed information. Patient stated their stimulator seems to move around in their body. Patient stated the stimulator was implanted (B)(6) and they don't have another appointment with their healthcare provider (hcp) until april. Agent redirected the patient back to their hcp to assess their implant site and discuss their poor connection concerns.

Event description:
Information was received from patient regarding an external device. The reason for call was patient reported that they were having issues recharging the ins. Patient stated that they were charging the ins for over an hour, but it was stuck at 30%. Agent walked patient through recharging the ins and patient confirmed that the ins was at 30% recharging in good quality. After few seconds, the connection got disconnected. Patient then mentioned that the ins slipped all the way down the incision line. Agent reviewed the information and redirected the patient to hcp for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.